Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation:analysis of the returned device identified: crease flat, white calcification in the device and opening curved on anterior and posterior leak test and microscopic analysis was performed which identified: striated opening on anterior, sharp opening on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening. A striated opening on anterior assessed as surgical damage.

Event description:
Healthcare professional reported "deflation" and "patient¿s concern with the product" against right device. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" and "patient¿s concern with the product" against right device. The device remains implanted.